Manufacturer narrative:
Pharmacovigilance comments the events of implant site ischemia, visual impairment and pain were considered expected and serious due to the need for several interventions at the hospital. The causal relationship between the events and the treatment seems plausible. Potential contributory factors include treatment location and injection technique. This case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities. Corrective action: the events are already addressed in the labeling. No corrective/preventive action is needed. Evaluation: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14609. A batch record review for lot 14609 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Not returned to manufacturer.

Event description:
Case reference number (B)(4) is a spontaneous follow-up report sent on 01-mar-2017. The nurse refers to a (B)(6) female patient. Previous filler treatment include restylane perlane to the nose on (B)(6) 2016. On (B)(6) 2017, the patient received treatment with 0.2ml restylane perlane lidocaine (lot 14609) from the nose tip to radix with a cannula (unknown injection technique). The same day, on (B)(6) 2017, the patient experienced vascular occlusion - blanching(implant site ischaemia) of skin above the nose on right side and black spots in visual field on right eye (visual impairment). Treatment was stopped immediately and the patient was taken on an ambulance to the hospital for review. It was reported that the hyaluronidase helped and tissue returned to normal perfusion. The patient was assessed at the eye clinic between (B)(6) 2017. On (B)(6) 2017 it was reported that the patient's right eye sight had not improved and the visual impairment still persisted. Tracking list: v1 01-mar-2017: updated product, past treatment, patient demographics, event description and case narrative.

Manufacturer narrative:
Pharmacovigilance comments: the serious events of pain, vascular occlusion, visual impairment and unilateral blindness were considered expected and possibly related to the treatment. Potential contributory factors include treatment location and injection technique. This case meets the criteria for expedited reporting to regulatory authorities due to a possible permanent impairment and the need for several interventions at the hospital. Corrective action: the events are already addressed in the labeling. On 10-apr-2017 (B)(6) in (B)(6) requested a safety alert letter to be distributed to customers reinforcing the information in the safety alert regarding visual impairment. This was handled internally through the tracking number (B)(4). Evaluation: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14609. A batch record review for lot 14609 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. (B)(4). Exemption number: e2015005.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 by a nurse. This narrative is also based on follow-up information received on 21-feb-2017, 01-mar-2017, and 14-sep-2017. The nurse refers to a (B)(6) female patient. No information was provided about the patient's age, medical history, concurrent diseases, concomitant medication or history of allergies. Previous filller treatment include restylane perlane to the nose on (B)(6) 2016. On (B)(6) 2017, the patient received treatment with 0.2ml restylane perlane lidocaine (lot 14609) from the nose tip to radix with a cannula (unknown injection technique). The same day, on (B)(6) 2017, the patient experienced vascular occlusion - blanching(vascular occlusion) of skin above the nose on right side and black spots in visual field on right eye (visual impairment). Treatment was stopped immediately and the patient was taken on an ambulance to the hospital for review. An occuloplastic surgeon administered 1500iu hyaluronidase [hyaluronidase] behind the eye 3 1/2 hours after the injection on (B)(6) 2017. It was reported that the hyaluronidase helped with the pain(pain) and tissue returned to normal perfusion. On the evening of (B)(6) 2017 the patient reported her vision was slightly better. On the morning of (B)(6) 2017, the patient reported that it had worsened that morning (no specifics were provided). The patient had received IV prednisone infusion [prednisone] for 3 days before being reviewed at the eye clinic between (B)(6) 2017. On (B)(6) 2017 it was reported that the patient's right eye sight had not improved and the visual impairment still persisted. On (B)(6) 2017 information was obtained from a magazine regarding the case. It was reported that the patient was clinically blind in one eye (blindness unilateral). Outcome at the time of the report: vascular occlusion - blanching and pain was unknown. Black spots in visual field and clinically blind in one eye was not recovered/not resolved. Tracking list: v1 01-mar-2017: updated product, past treatment, patient demographics, event description and case narrative. V2 14-sep-2017: information obtained from a magazine; added event of blindness, reporter information and source. Added seriousness criteria of permanent impairment.

Manufacturer narrative:
Pharmacovigilance comments: the events of implant site ischemia, visual impairment and pain were considered expected and serious due to the need for several interventions at the hospital. The causal relationship between the events and the treatment seems plausible. Potential contributory factors include treatment location and injection technique. This case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities. Corrective action: the events are already addressed in the labeling. No corrective/preventive action is needed. Evaluation: lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 by a nurse. This narrative is also based on follow-up information received on (B)(4) 2017. The nurse refers to a female patient. No information was provided about the patient's age, medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. On (B)(6) 2017, the patient received treatment with 0.2ml restylane perlane (lot unknown) from the nose tip to radix with a cannula (unknown technique). The same day, on (B)(6) 2017, the patient experienced vascular occlusion - blanching(implant site ischaemia) on the nose and black spots in visual field(visual impairment). Patient was taken to the hospital for review, where an oculoplastic surgeon administered 1500iu hyaluronidase [hyaluronidase] behind the eye. It was reported that the hyaluronidase helped with the pain(pain). On the evening of (B)(6) 2017, the patient reported her vision was slightly better. On the morning of (B)(6) 2017, the patient reported that it had worsened that morning (no specifics were provided). The patient had received IV prednisone infusion [prednisone] for 3 days before being reviewed at the eye clinic on (B)(6) 2017. It was reported that the patient's right eye sight had not improved and still persisted. Outcome at the time of the report: vascular occlusion - blanching and pain was unknown. Black spots in visual field was not recovered/not resolved.